Event description:
A cartridge change error was reported with the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Technical support guided the customer through inspecting and cleaning the pump, ensuring that all components were in place and undamaged, and successfully reloading the cartridge, allowing the customer to resume insulin therapy.